Manufacturer narrative:
Results: ankle restraint strap.

Event description:
It was reported by service report that during preventative maintenance found the stair chair missing restraint strap ankle. No patient involvement or adverse consequences are reported.